Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? (B)(6) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Quantity of blood loss? Patient weight? How long in minutes was the surgery lengthened? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown artery procedure on (B)(6) 2021 and suture was used. During the procedure, the thread broke. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: during the procedure there was a spontaneous fracture in the middle of the thread after 2 stitches, on an overlock, on a non-calcified artery, on a patch. Therefore, there was a need to repeat the suture, leading to more frequent passage than necessary in an artery or in a patch, thus significantly weakening the walls. Hemorrhage was reported with extension of intervention time. Increased consumption of ligatures. Additional information has been requested, however no further information has been received. H3 investigation summary: eleven packets of product code ep8706h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.